Event description:
A customer reported a high blood glucose incident that resulted in a visit to the emergency room (ER) on (B)(6) 2025. The blood glucose level reached 800 mg/dl, but there was no injury. The customer exhibited moderate ketones and did not report any problems with the pump or its supplies. The customer received intravenous fluids, including saline and insulin, to manage the condition, and by the morning of (B)(6) 2025, the issue was resolved, and they were released from the ER. A system check confirmed that the pump was functioning correctly, and there was no permanent damage identified. The customer was advised to consult with their healthcare professional for further treatment evaluation.